Event description:
It was reported that during unpacking the device for a procedure, the sterile package was open. Upon unpacking the 3.25 x 12mm nc quantum apex mr balloon catheter it was noted that the hub was protruding from the inner sterile packaging. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during unpacking the device for a procedure the sterile package was open. Upon unpackaging the 3.25 x 12mm nc quantum apex mr balloon catheter it was noted that the hub was protruding from the inner sterile packaging. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: the nc quantum apex catheter was received in an opened product pouch within the product carton. The three of the four sides of the tyvek were completely compromised. The area of separation from tyvek and poly bag shows a residual of tyvek material which indicates a seal was present between the tyvek and the poly material. There was no evidence of compromised seal integrity near the manifold. Uniform witness marks on the side seal give no visual or tactile indication of a possible seal defect. Based on the residual of tyvek material present, the reported compromised seal could not be confirmed. It could not be determined definitively when the packaging seal was opened. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).